Event description:
The customer contacted beckman coulter, inc (bec) to report receiving a shock when removing the racks from their unicel dxc 600i synchron chemistry analyzer. There was no impact to pt sample results or pt treatment associated with this event. It was unclear if the shock was a static shock or an electrical shock. There was no injury to the customer. Medical attention was not sought. It is unk if the facility has a risk management plan in place. The customer also reported a hydro error with the analyzer.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse checked all load tray surfaces for any voltage or current while the analyzer was running, priming, and in standby mode. No issues were found with the analyzer. The operator reported that the shock may have been due to friction or static. The issue has not reoccurred. The hydro issue was due to a missing o-ring on the deionized water canister. The fse replaced the o-ring. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.